Manufacturer narrative:
D4: product UDI is corrected. A defective on arrival (defoa) process was opened to address the issue. A replacement device was shipped to the customer site. The engineer performed investigation on the unit returned. The engineer did not find an issue with the computer (pc) sound. Additionally, the pc passed all testing in the factory prior to shipment. The engineer investigated the internal cable connections and did not find any missed or loose connections. Defect is proposed to have occurred during the shipment of the device or at the customer site. No defect found during the factory investigation. This unit will be scrapped as it contains hospital labeling/ identification, and the material was coded as dead on arrival. It has been concluded that no further action is required at this time.

Manufacturer narrative:
A replacement device has been shipped to the customer site. The defective device is pending return for evaluation. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the patient information center ix indicating that there was no sound from the loudspeaker board. The device was not in use on a patient at the time of the event. There was no report of patient or user harm.